Event description:
It was reported that after delivering a defibrillation shock with the defibrillation hard paddles to a manikin during a training, the user heard a loud bang coming from the device. Then the service indicator illuminated and the device could not provide defibrillation anymore. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Then the biphasic pcb assembly was replaced and proper device operation was observed through functional and performance testing. After the repairs, the device was returned to the customer for use. The removed biphasic pcb assembly was returned to physio-control failure analysis center for evaluation. Severe damage was observed on the biphasic pcb and on multiple parts.